Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: physical injury, severe and irreversible type-1 latex allergy, pain and suffering, loss of enjoyment of life, lost wages and earning capacity, medical and monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all believed to be permanent.